Manufacturer narrative:
Additional information was added to h4, h6 and h11. H4: the lot was manufactured october 28-29, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the main line of an exactamix 2400 valve set. The reporter stated that ¿the valve set does not seem to be fully secure.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
B3/d10 therapy date: this event occurred on 03/15/2026 or 03/16/2026. Should additional relevant information become available, a supplemental report will be submitted.